Event description:
Facility called and left me a voicemail that a patient had received a minor injury while learning how to operate the tdxsp mcg with asl head array. He bumped his legs on a table driving the chair forward when he didn't mean to. She said the patient was no longer using the chair until I could come in and check it out. I returned her call, left voicemail on 4.19 and said I would come in the following monday (B)(6). When I checked the chair it was operating properly. I was also told the patient didn't really get injured or if he did it was very minor, but did bump his legs on a table in the incident.